Manufacturer narrative:
Product event summary: manufacturer's analysis could not reproduce the customer's experience, however, the customer comment that the programmer screen went black and then restarted was confirmed due to several errors in the error logs. The programmer was repaired and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen went black and then restarted and went blank, then back to black. The programmer was returned for service. There was no patient involvement.